Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the dislocation of a cranial cradle through x-p pre-operation examination on (B)(6) 2014. After confirming the deviation, the surgeon performed a veptr replacing operation to the other region, the patient¿s past surgery. The initial implants was on (B)(6) 2010 to the region th4-th-8 (left) and th3-l3 (right) and the surgery had been semiannually repeated. The cradle type was explanted on (B)(6) 2012. Additionally the hybrid type was replaced to th6-l3 (left) on (B)(6) 2013, was the last surgery before this case. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown part/cranial cradle /unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.